Event description:
The pt received his scs system on (B)(6) 2011. It was reported the pt had multiple falls, and his lead had invalid impedance on all but three contacts. An x-ray was performed, showing no fractures and the leads were inserted into the header. Reprogramming allowed for some coverage. F/u revealed the pt had fallen again. The physician referred the pt to a brain injury physician. In addition, the physician took a full thoracic x-ray for possible revision surgery. It was reported the pt was not using his scs system, as he was not getting pain coverage. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.